Event description:
The graft at the proximal connection to the femoral artery would tear 2-3mm through the graft.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.